Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency room and is on an amiodoraone drip for ventricular tachycardia (vt). A remote transmission noted that therapy was withheld for supra ventricular tachycardia (svt) which the physician felt was a true ventricular tachycardia (vt) episode. Reprogramming was done and the patient's medications were adjusted for their significant recent increase in arrhythmia. The device remains in use. The right ventricular lead was also noted to have an episode of high threshold. The lead remains in use. No patient complications have been reported as a result of this event.